Event description:
It was reported that a loss of monitoring occurred for 4 patients for 28 minutes. The cic pro experienced a presumed malfunction that resulted in the screen failing to update the patient's clinical information and prevented user interaction with the system. The issue was resolved with a system reboot. No alternative physiological monitoring was available. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.